Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was unknown if the hernia worsened with peritoneal dialysis therapy. On an unknown date early in the same month this report was received, the patient underwent an outpatient hernia repair surgical procedure. Peritoneal dialysis therapies were reported to be discontinued on an unknown date early in the same month this report was received due to the surgical repair of the hernia; but at the time this report was received the consumer reported that peritoneal dialysis therapy was ongoing. The patient was recovering from the event. No additional information is available.